Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ("device induced pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe dysmenorrhea") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device pain, dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea and medical device pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirmed full occlusion of both tubes. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: moved up fallopian tubes, almost reaching ovaries"), medical device pain ("device induced pain") and appendicectomy ("appendix removed") in a female patient who had essure (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bloating, malignant neoplasm of cervix uteri, hives, concentration impairment, trouble falling asleep, gravida ii, uterine dilation and curettage, esophagogastroduodenoscopy, colonoscopy, parity 2, chronic cervicitis, cervical dysplasia, obesity and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, hypoacusis, fibromyalgia, vitamin d deficiency, suicide attempt, carpal tunnel syndrome, sleepiness, snoring, paresthesia, dizziness, vomiting, antinuclear antibody positive, photosensitivity reaction nos, myalgia, joint stiffness, tobacco abuse, forgetfulness, mood change, asthenia, dry mouth, eye pruritus, hard of hearing, ringing in ears, palpitations, shortness of breath, edema lower limb, joint swelling, synovitis, leukocytosis, neutrophilia, smoker, alcohol abuse, light periods, connective tissue disorder, muscle spasm, discomfort, flank pain, right upper quadrant pain, right upper quadrant pain, atelectasis, menstrual disorder nos, hearing loss, adenomyosis uteri, chronic cervicitis, osteoarthritis, anesthesia, uterine enlargement and hemostasis. Concomitant products included amitriptyline hydrochloride (amitriptyline hcl), amitriptyline hydrochloride (amitriptyline hcl), amitriptyline hydrochloride (elavil), amoxicillin, atorvastatin, azithromycin, citalopram, clarithromycin, cyclobenzaprine, doxycycline hyclate, ergocalciferol, estradiol, gabapentin, gabapentin (neurontin), glycopyrronium bromide (glycopyrrolate), hydroxychloroquine, hydroxyzine hydrochloride, indometacin (indomethacin), iophen-c, meclozine (meclizine), methotrexate, metoclopramide, neomycin, ondansetron, ondansetron (zofran), pantoprazole (protonix), pantoprazole sodium, phosphoric acid (visicol), prednisone, procet (hydrocodone w/apap), procet (hydrocodone/acetaminophen), promethazine, rifaximin (xifaxan), sucralfate, sucralfate (carafate), sulfadiazine silver (silver sulfadiazine), sumatriptan (imitrex), sumatriptan succinate, tramadol, triamcinolone and varenicline tartrate (chantix). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced nausea ("nausea") and pelvic pain ("pain"). In (B)(6) 2014, the patient experienced paraesthesia ("tingling"). In 2016, the patient experienced gastrointestinal polyp ("polups removed"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), medical device pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe dysmenorrhea/ dysmenorrhea(cramping)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("skin rashes"), lymphadenopathy ("lymph node swelling"), depression ("depression"), anxiety ("anxiety"), arthritis ("inflammatory arthritis"), petechiae ("petechia"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("ovarian cysts"), tooth disorder ("dental problems"), tremor ("tremors"), speech disorder ("speech difficulty"), hypoaesthesia ("numbness"), appendicectomy (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), eye inflammation ("vision/eye problems type: inflammation"), dry eye ("dry eyes"), fatigue ("fatigue"), weight increased ("weight gain"), irritable bowel syndrome ("irritable bowel"), diarrhoea ("diarrhea"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy) and surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, medical device pain, dysfunctional uterine bleeding, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression, anxiety, arthritis, petechiae, migraine, headache, ovarian cyst, nausea, tooth disorder, tremor, speech disorder, hypoaesthesia, paraesthesia, appendicectomy, pelvic pain, vaginal discharge, eye inflammation, dry eye, fatigue, weight increased, irritable bowel syndrome, diarrhoea, gastrointestinal polyp, alopecia and abdominal pain outcome was unknown and the dysmenorrhoea, rash and lymphadenopathy had resolved. The reporter considered abdominal pain, alopecia, anxiety, appendicectomy, arthritis, depression, device dislocation, diarrhoea, dry eye, dysfunctional uterine bleeding, dysmenorrhoea, eye inflammation, fatigue, gastrointestinal polyp, headache, hormone level abnormal, hypoaesthesia, irritable bowel syndrome, lymphadenopathy, medical device pain, menorrhagia, migraine, nausea, ovarian cyst, paraesthesia, pelvic pain, petechiae, rash, speech disorder, tooth disorder, tremor, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in insertion details: the device was properly placed with 5 coils present in the uterine cavity. The second device was then placed in the left tube. There were 3 coils present in the cavity. There was no complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: depression, numbness, tingling, fatigue, headache, nausea, inflammatory arthritis, tremors, vitamin d insufficiency, diarrhea, hair loss, pelvic pain, dysmenorrhea, menorrhagia, ovarian cysts, vaginal bleeding, irritable bowel syndrome, dysfunctional uterine bleeding, migraines, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: moved up fallopian tubes, almost reaching ovaries"), medical device pain ("device induced pain") and appendicectomy ("appendix removed") in a female patient who had essure (batch no. 624471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bloating, malignant neoplasm of cervix uteri, hives, concentration impairment, trouble falling asleep, gravida ii, uterine dilation and curettage, esophagogastroduodenoscopy, colonoscopy, parity 2, chronic cervicitis, cervical dysplasia, obesity and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, hypoacusis, fibromyalgia, vitamin d deficiency, suicide attempt, carpal tunnel syndrome, sleepiness, snoring, paresthesia, dizziness, vomiting, antinuclear antibody, photosensitivity reaction nos, myalgia, joint stiffness, tobacco abuse, forgetfulness, mood change, asthenia, dry mouth, eye pruritus, hard of hearing, ringing in ears, palpitations, shortness of breath, edema lower limb, joint swelling, synovitis, leukocytosis, neutrophilia, smoker, alcohol abuse, light periods, connective tissue disorder, muscle spasm, discomfort, flank pain, right upper quadrant pain, right upper quadrant pain, atelectasis, menstrual disorder nos, hearing loss, adenomyosis uteri, chronic cervicitis, osteoarthritis, anesthesia, uterine enlargement and hemostasis. Concomitant products included amitriptyline, amitriptyline, amitriptyline hydrochloride (elavil), amoxicillin, atorvastatin, azithromycin, citalopram, clarithromycin, cyclobenzaprine, doxycycline hyclate, ergocalciferol, estradiol, gabapentin, gabapentin (neurontin), glycopyrronium bromide (glycopyrrolate), hydrocodone, hydroxychloroquine, hydroxyzine, indometacin (indomethacin), iophen-c, meclozine (meclizine), methotrexate, metoclopramide, neomycin, ondansetron, ondansetron (zofran), pantoprazole, pantoprazole (protonix), paracetamol (acetaminophen), phosphoric acid (visicol), prednisone, promethazine, rifaximin (xifaxan), sucralfate, sucralfate (carafate), sulfadiazine silver (silver sulfadiazine), sumatriptan, sumatriptan (imitrex), tramadol, triamcinolone and varenicline tartrate (chantix). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced nausea ("nausea") and pelvic pain ("pain"). In (B)(6) 2014, the patient experienced paraesthesia ("tingling"). In 2016, the patient experienced gastrointestinal polyp ("polups removed"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), medical device pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe dysmenorrhea/ dysmenorrhea(cramping)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("skin rashes"), lymphadenopathy ("lymph node swelling"), depression ("depression"), anxiety ("anxiety"), arthritis ("inflammatory arthritis"), petechiae ("petechia"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("ovarian cysts"), tooth disorder ("dental problems"), tremor ("tremors"), speech disorder ("speech difficulty"), hypoaesthesia ("numbness"), appendicectomy (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), eye inflammation ("vision/eye problems type: inflammation"), dry eye ("dry eyes"), fatigue ("fatigue"), weight increased ("weight gain"), irritable bowel syndrome ("irritable bowel"), diarrhoea ("diarrhea"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy) and surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, medical device pain, dysfunctional uterine bleeding, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression, anxiety, arthritis, petechiae, migraine, headache, ovarian cyst, nausea, tooth disorder, tremor, speech disorder, hypoaesthesia, paraesthesia, appendicectomy, pelvic pain, vaginal discharge, eye inflammation, dry eye, fatigue, weight increased, irritable bowel syndrome, diarrhoea, gastrointestinal polyp, alopecia and abdominal pain outcome was unknown and the dysmenorrhoea, rash and lymphadenopathy had resolved. The reporter considered abdominal pain, alopecia, anxiety, appendicectomy, arthritis, depression, device dislocation, diarrhoea, dry eye, dysfunctional uterine bleeding, dysmenorrhoea, eye inflammation, fatigue, gastrointestinal polyp, headache, hormone level abnormal, hypoaesthesia, irritable bowel syndrome, lymphadenopathy, medical device pain, menorrhagia, migraine, nausea, ovarian cyst, paraesthesia, pelvic pain, petechiae, rash, speech disorder, tooth disorder, tremor, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in insertion details: the device was properly placed with 5 coils present in the uterine cavity. The second device was then placed in the left tube. There were 3 coils present in the cavity. There was no complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: depression, numbness, tingling, fatigue, headache, nausea, inflammatory arthritis, tremors, vitamin d insufficiency, diarrhea, hair loss, pelvic pain, dysmenorrhea, menorrhagia, ovarian cysts, vaginal bleeding, irritable bowel syndrome, dysfunctional uterine bleeding, migraines, abdominal pain. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet and medical record received. Event added: hormonal changes, abnormal bleeding (vaginal, menorrhagia), skin rashes, lymph node swelling, depression, anxiety, inflammatory arthritis, petechia, migraines, headache, ovarian cysts, migration of essure device location of device: moved up fallopian tubes, almost reaching ovaries, nausea, dental problems, tremors, speech difficulty, numbness, tingling, dysmenorrhea (cramping), appendix removed, pain, vaginal discharge, vision/eye problems type: inflammation, dry eyes, fatigue, weight gain, irritable bowel, polyps removed, diarrhea, hair loss, abdominal pain. Concomitant and historical conditions were added. Lot no was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.